Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead's tip was damage and left inside the patient. The physician's plan was to implant again after medication. The facility kept the device and leads for culture and will not be returning them. This rv lead was surgically abandoned. No additional adverse patient effects were reported.